Manufacturer narrative:
Thermigen, llc has reviewed mw5090421 received from the FDA. We are unable to complete any further investigation without product or physician information.

Event description:
Thermigen received medwatch report mw5090421 from FDA which was submitted by a patient.